Event description:
It was reported that a spectrum pump constantly displayed the air in the line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings would make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.